Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300928 and lot number 1906236. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, a crack on the barrel component was observed. Although an exact cause could not be determined, it is possible that the cracked barrel resulted from a blockage in the barrel feeding process that went unidentified by the detection system.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe cracked and leaked while drawing. The following information was provided by the initial reporter, translated from chinese to english: pediatric nurse using a syringe with a crack and found the drug leaking while drawing.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe cracked and leaked while drawing. The following information was provided by the initial reporter, translated from chinese to english: pediatric nurse using a syringe with a crack and found the drug leaking while drawing.

Manufacturer narrative:
Initial reporter name and address: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.